Manufacturer narrative:
Recall number pending. The device model involved in this MDR report is not approved in the united states; however, it is similar to a device manufactured by (B)(4) that was cleared or approved by FDA for marketing in the united states.

Event description:
It was reported that the subject ICD was prophylactically changed according to fsn (B)(4) on a patient with sustained ventricular arrhythmias.

Event description:
It was reported that the subject ICD was prophylactically changed according to fsn (B)(4) on a patient with sustained ventricular arrhythmias.

Manufacturer narrative:
Please refer to the attached investigation report.

Event description:
It was reported that the subject ICD was prophylactically changed according to fsn (B)(4) on a patient with sustained ventricular arrhythmias.

Manufacturer narrative:
Preliminary analysis did not reveal any irregularity, the device behaved as per specifications. The device involved in this MDR report is not approved in the united states and is not included in the recall reported to FDA; fields were corrected.